Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, a cause for the reported entrapment of device (clip caught on chordae) could not be determined. The reported patient effect of foreign body in patient appears to have been a cascading event of the reported entrapment of device (clip caught on chordae). Foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip caught in chordae and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Prior to inserting the device, it was noted the patient had a posterior prolapse and flail. One clip was inserted and successfully deployed without issues. A small flail was still present at the posterior commissure, so an nt clip was inserted and advanced into the left ventricle (lv). However, the anterior gripper became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Although the clip remained in the chordae, the physician was able to successfully grasp both leaflets, reducing mr to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.